Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated by the product analysis lab (pal). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The external/internal inspection was performed and passed. Temperature was within specifications. The device passed electrical testing. A volumetric accuracy test was performed and the device failed. Test article door piston foam was installed and the manual volumetric accuracy test passed. The original door piston foam was placed back into the device and the manual volumetric accuracy test failed. The evaluation revealed the cause of the failure to be deteriorated piston foam. The piston foam was to be scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined that the homechoice failed fluid volume accuracy testing. There was no patient involvement. No additional information is available.